Event description:
Pt came into physician's office with mouth bleeding and had discrepant results between inratio meter and lab. On (B)(6)2010: inratio - 2.6; lab - 21.1.

Manufacturer narrative:
Investigation pending.